Event description:
Liabot q, zimmerli a, fournier s, antiochos p, weerts v, salihu a, monney p, kirsch m, sellers sl, muller o, tzimas g, meier d. Sizing for tricuspid valve-in-valve procedures: the challenges of heavily degenerated bioprosthesis. Can j cardiol. 2025 oct;41(10):1919-1921. Doi: 10.1016/j.cjca.2025.07.004. Epub 2025 jul 11. Pmid: 40653312. As reported through literature publication, the patient was implanted with a 33mm non-edwards stent-less surgical bioprosthesis in the tricuspid position and presented with severe calcific degeneration of the leaflets and inflow pannus, leading to a notable reduction in the residual internal diameter. A valve-in-valve (viv) intervention was planned with a 26mm sapien 3 ultra (s3u) valve. During the intervention, pre-dilation was initially performed to optimize transcatheter heart valve (thv) sizing. The sapien valve was then implanted, and given apparent residual under-expansion, post-dilation was performed at 5atm. However, this resulted in severe thv regurgitation observed by echocardiography, likely due to leaflet injury of unclear origin. Consequently, a second 26mm s3u valve was implanted, yielding a final mean gradient of 4mmhg with no residual regurgitation. Despite ongoing anticoagulation with vitamin k antagonists, a 3-month follow-up echocardiogram revealed a mean trans-prosthetic gradient of 12mmhg, and computed tomography (CT) scan confirmed thv thrombosis along with under-expansion. The patient ultimately underwent successful reoperation. It was noted that when considering the systematic of the viv app and the index valve size, a 29mm thv would have appeared to be the most logical choice. However, the severity of degenerative patterns observed on CT suggested the use of a smaller valve combined with balloon sizing. Additionally, post-dilation resulted in a leaflet tear that might have been caused by calcification from the index valve protruding through the open cells of the thv frame and making contact with the leaflets during high pressure balloon inflation.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # 2015691-2026-14763. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and rain),pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (CT at greater than 250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.